Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and sepsis and subsequently died. Approximately, two months prior to this report, the patient was hospitalized for a left foot infection; treatment was not known. Culture results were unknown. One week later, during hospitalization, the patient underwent a left below the knee amputation due to the left foot infection. Approximately one month later the pt was discharged from the hospital. Three days later, the patient fell from the bed and was re-admitted to the hospital on the same day. On an unknown date, the patient developed decubitus ulcer and experienced uncontrolled pain. It was reported the pt was hospitalized again within a couple of days of previously reported hospitalization for the events of decubitus ulcer and uncontrolled pain. Treatment was not reported. Eight days later dianeal therapy was stopped and the patient was placed on hospice care (reason unknown). On an unreported date, the patient experienced septicemia and peritonitis. Treatment was not reported. The next day, the patient died of septicemia and the secondary cause was due to peritonitis while hospitalized on hospice care. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis and death event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h12j26076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.